Event description:
Follow up report for cc2020-099-ir; MFR report #: 3005994106-2020-00099.

Manufacturer narrative:
Follow up report for additional information not known at the time of original report, such as, investigation type, findings, and conclusion.

Event description:
The device burst below indicated rated burst pressure.